Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. Device identifying information has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that an icp express unit displayed readings that were alternately much higher or lower than normal. Another icp express unit was used for the procedure. There was no report of patient harm or delay.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.